Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse noted that instruments tray had peeling plastic. The plastic is wearing off the metal tray. Patient consequence? : no. Action taken for procedure: like tray opened.